Event description:
It was reported when pump was interrogated it showed that it was in minimum rate mode. Hcp indicated the pump should have been programmed to 2.367 mg/day. The logs showed an incomplete seven lines of logs which could have caused the pump to go into minimum rate. The hcp aspirated drug in reservoir and they were expecting 5.8 and they pulled out 8 ccs (discrepancy was well within specification). The pt indicated that they had no signs or symptoms of withdrawal and were actually coming in for a decrease in medications. The pump was able to be programmed and pt was to notify them of any issues. The hcp indicated he could not find the s file from (B)(6) 2010 which was when pt was in for last refill. The pump contained morphine with a concentration of 10.0 mg/ml and dose of 3.267 mg/day. It was later reported on (B)(6) 2010, that due to the pt's other underlying symptoms and issues with narcolepsy the pt had the morphine dose lowered today. Add'l info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).